Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a post-balloon aortic valvuloplasty (bav) was performed during the initial valve implant procedure. The reason was not provided. Five days following the implant of this transcatheter bioprosthetic valve, an echocardiogram identified moderate paravalvular leak (pvl). Dyspnea was reported due to the pvl. As reported, there was no indication of a thrombus nor an infection. Twenty-eight days following the valve implant, an echocardiogram identified moderate symptomatic aortic incompetence. A valve-in-valve procedure was performed that same day and the event was considered resolved the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the tte performed one day following the implant of the first valve showed mild to moderate pvl. No central regurgitation was present. No additional adverse patient effects reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that upon release from the delivery catheter system (dcs) the valve dislodged. A post-bav was performed for residual pvl of the valve. The severity of the pvl prior to the bav was not provided. Following the bav, mild to moderate pvl was identified via echocardiogram and angiography. The symptomatic aortic incompetency was clarified as dyspnea with pvl. It was noted that the valve dislodged ¿a bit more¿ some time between the date of implant and the valve-in-valve intervention with a non-medtronic transcatheter valve. Of note, the patient had relatively less calcification than usual which may have contributed to the pvl. As reported, the valve-in-valve almost entirely resolved the pvl. The valve-in-valve intervention occurred twenty-nine days following the implant of the first valve. No additional adverse patient effects reported. Updated data: h6 - device code corrected data: b3 - date of event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve remained implanted and was not returned to medtronic, so no product analysis could be performed. The reported event indicates that a post-balloon aortic valvuloplasty (bav) was performed for residual paravalvular leak (pvl) of the valve. The severity of the pvl prior to the bav was not provided. The transthoracic echocardiogram (tte) performed one day following the implant of the first valve showed mild to moderate pvl. No central regurgitation was present. Pvl could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the information available. In this case, it was reported that the patient had relatively less calcification than usual which may have contributed to the pvl. The valve-in-valve intervention occurred twenty-nine days following the implant of the first valve. It was noted that the valve dislodged ¿a bit more¿ sometime between the date of implant and the valve-in-valve intervention with a non-medtronic transcatheter valve. Potential factors that could influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. A conclusive root cause could not be determined. Dislodge events are typically not related to a device malfunction. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event did not indicate device misuse or malfunction. Updated data: h6 - eval code method, eval code result and eval code conclusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.